Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: it was reported that the ttsh eye clinic manager informed that the filter needle co-packaged with vabysmo vial had a black dot on it. After moving the needle, the small piece dropped on the cap.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. A black dot was reported on the filter needle. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a needle with a dark-colored speck. No additional information could be obtained from the photograph. A review of the device history record was completed for material number 305211, lot 4212641. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and the photographic evidence, the reported symptom has been confirmed. However, in the absence of a physical sample, it is not possible to determine a probable root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.